Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he has had unexplained high blood glucose episodes and was hospitalized as a result. The patient's blood glucose at the time of hospitalization exceeded 400 mg/dl, and his hyperglycemia was treated with manual insulin injections. Troubleshooting was initiated for the high blood glucose and to inspect the pump and its corresponding components for damage and functionality. The customer confirmed that there was no visible damage to the pump; he also performed the high pressure test on the device and passed. The customer was advised to change his entire set, reservoir, and insulin, and treat per health care provider's instructions. The customer was also advised to review his blood glucose and pump settings with his health care provider. No products were returned and a replacement infusion set was shipped to the customer.